Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 17160317.

Event description:
It was reported that the patient was not getting adequate pain relief. It was noted that the patients leads had high impedances which signifies possible lead fracture from the motor vehicle accident. The patient will undergo a revision procedure.